Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported in order to resolve the recharging issue and the implant being tilted they were told to go see their pain management physician. It was further reported no steps had been taken or planned to resolve the possible overdischarge.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that it was taking too long to charge and there was poor coupling. Since implant, the patient had difficulty charging. They were never able to charge it over a quarter full. The caller usually does not get any bars and stated that they could not charge it full enough to actually use it. The last successful recharge session was a couple of weeks ago where they sat for 7-8 hours but could not get it charged beyond a quarter full. It was reported that the patient was not feeling stimulation and had been seeing the reposition antenna screen since last week. The implantable neurostimulator (ins) was reported to be tilted. When the pocket was palpated, the caller reported that one of the bottom corners seemed pretty deep. There was a possible overdischarge. It was also mentioned that the caller had been sick last week but this was confirmed to be unrelated to the device or therapy.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a manufacturer representative (rep). It was reported that the patient had trouble recharging and they let the implantable neurostimulator (ins) die and the power on reset (por) message was cleared. Surgical intervention was not planed and there were no further complications reported or anticipated.